Manufacturer narrative:
Complaint no: (B)(4). The nurse confirmed that on an unreported date, the patient was hospitalized for the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further described. The reporter stated that the patient was in the hospital but did not specify whether hospitalization was due to peritonitis, whether hospitalization was prolonged due to peritonitis, or the dates of hospitalization. Treatment for the event, action taken with therapy, patient outcome, and whether the patient was retrained on aseptic technique were not reported. No additional information is available.